Manufacturer narrative:
No sample is available for evaluation. If a sample or any additional information becomes available a follow up report will be filed. (B)(4).

Event description:
Reported issue: problems with the connection of the cartridge and the extension line. Customer thinks that the employees in the or connect the luer-lock in a hurry and then they connect the luer a little bit crooked. The problem is that the crooked connection will cause leakage of the fluid. When the connection is made wrong, it is almost impossible to reconnect it again because the luer is tightened very strong to the cartridge. Neither patient injury nor medical intervention has been reported.